Event description:
Related manufacturer reference number: 2017865-2022-47867, related manufacturer reference number: 2017865-2022-47871, related manufacturer reference number: 2017865-2022-47874. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned for patient death. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.